Event description:
It was reported that the presented to the clinic and atrial lead dislodgement was observed via diagnostic imaging. High capture threshold was also noted. The patient was fine and asymptomatic. The atrial lead was extracted and replaced. The patient went home well.